Event description:
On (B)(6) 2011, pt reported two cartridges from a new box leaked insulin. She noticed the first cartridge was leaking when she changed it. This cartridge was inserted on (B)(6) 2011 and was changed on (B)(6) 2011. Insulin was leaking from the bottom of the cartridge and did not spill in the infusion device. She filled the second cartridge and noticed insulin was leaking before the cartridge was inserted in the infusion device. The cartridges are not reused, and pt lubricates the cartridge before filling. Pt used a third cartridge from the same box, and it did not leak. Pt changed the adapter after she discovered the insulin leak. The infusion set was discarded and will not be returned for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.